Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they are seeing an eri message. Pt mentioned that they have lost about 60 pounds and they know that they might have to have the ins revised as its moving around in the pocket and can be difficult to get controller to connect to it. They said issue started happening "probably a little under a month ago, and said "it started to flip and pull on the wire and almost flipped over in the pocket so I was freaking out".